Event description:
Boston scientific received information that this lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing and efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.